Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call battery cap damage and blank display. Customer advised the battery will only last a day before the display screen goes blank. Customer advised the metal in the battery cap was damaged. Customer was advised a replacement battery cap will be sent out and to monitor the device.